Event description:
Additional information provided issue has been resolved.

Manufacturer narrative:
. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was complaining of partial paralysis from the waist down. The patient underwent a permanent trial procedure on (B)(6) 2018 and reported that he had effective therapy post op. On (B)(6) 2018, the field representative instructed the patient to turn therapy off immediately, but the issue persisted. The physician decided to terminate the trial and remove the lead on (B)(6) 2018. During the procedure, the physician found a small blood clot around the lead. The lead was explanted with no issues and the patient was admitted into the hospital for observation.